Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9091-01 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the device has a piece of material missing and a crack on the connector. Functional testing was not performed due to the damage of the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage and reprocessing. Manufacturing date: 05-oct-2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 it was reported by a sales representative, via (B)(4), that an ar-9091-01 hindfoot nail targeting guide broke. This occurred during a case when torque compression was being performed. The device broke the carving jig, rendering the device no longer usable. The device was swapped and the case was completed with no adverse effects on the patient.